Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of colon cancer, while disconnecting colon, the staples did not form properly and staple line was incomplete distally. The device was replaced by a new one and the surgeon had to hand sew the incomplete staple line.